Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device has screen drift. The customer attempted screen calibration, but the device will not hold calibration. There was no patient involvement, and no impact was alleged.